Event description:
Customer states clinical trial sites have reported that they are unable to separate serum. Customer states pictures provided by the sites look like the gel was dislodged from the bottom of the tube but did not properly migrate. The customer stated, "I have reached out to the site to confirm their process. In the meantime, I have also attached pictures of two tubes we received from the site in question. The tube from (B)(6) 2023, it appears as though the gel barrier is completely absent, however when the tube was received in the lab, it was respun successfully and the sample was analyzed. Unfortunately, samples are only held for 14 days after testing so I do not have a photo of the tube once it was properly centrifuged in the main lab."

Manufacturer narrative:
Complaint (B)(4) no samples were received for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.